Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer reported the esc button not working properly. The customer stated that the device is slightly exposed to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.